Event description:
After implanting a lead in each chamber, the physician proceed to connect the ventricular lead to the ventricular port of the subject pacemaker. Reportedly, the ventricular set-screw was rotated using the screwdriver, followed by a click sound. Although a strong resistance was felt when the physician attempted to remove the screwdriver, the screwdriver was managed to be removed from the ventricular set-screw; then, along with the removal of the screwdriver, the atrial side of the silicone cover was detached from the header with the distal connector block on the atrial side attached to it.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
After implanting a lead in each chamber, the physician proceed to connect the ventricular lead to the ventricular port of the subject pacemaker. Reportedly, the ventricular set-screw was rotated using the screwdriver, followed by a click sound. Although a strong resistance was felt when the physician attempted to remove the screwdriver, the screwdriver was managed to be removed from the ventricular set-screw; then, along with the removal of the screwdriver, the atrial side of the silicone cover was detached from the header with the distal connector block on the atrial side attached to it.